Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) saccular aneurysm measuring 21mm x 5mm. During the pipeline deployment, it was reported that the distal end required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.